Manufacturer narrative:
Additional suspect medical devices component involved in the event: product family: scs-linear leads; upn: m365sc2138500; model: sc-2138-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead explant procedure, and the explanted devices will not be returned as they were kept by the medical facility.